Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es user unable to remove medication from station and there was no error message. The customer mentioned that the malfunction was a new station that installed yesterday. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384.the delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device user was unable to remove medication. The technical support specialist mentioned that the issue was resolved, and they are unable to duplicate the issue. The system functioned as intended after the technical support specialist troubleshot the device.